Manufacturer narrative:
Physician reported that as the lens was repositioned in the eye, a small posterior capsular rupture developed. There was no vitreous loss. The lal was implanted successfully. The physician noted that the capsular bag was "fragile and thin." The device history record for the lens was reviewed. No issues were noted. The lens remains implanted in the patient's eye.

Event description:
Physician reported that as the lens was repositioned in the eye, a small posterior capsular rupture developed. There was no vitreous loss. The lal was implanted successfully. The physician noted that the capsular bag was "fragile and thin."